Event description:
It was reported via repair work order that the bed would not go down due to the motion interrupt pan being stuck in an elevated position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.